Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scope communication error) occurs due to dirt on the electrical contacts of the video connector, curved rubber adhesive missing, curved part not securely fixed due to the wear of the lock engagement lever, and e216 (scope communication error) occurs due to dirt on the electrical contacts of the video connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the endoeye flex deflectable videoscope exhibiting no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it¿s likely the b30 error/loss of image and e216 error were due to a defective image sensor unit, failure of the internal circuit board of the video connector, or another system failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.